Event description:
It was reported that during a cholecystectomy, the clip jumped out of the jaws. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Eval summary: no conclusion could be reached based on the analysis results as to what my have caused the reported incident. The instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and comforming to manufacturing requirements. The manufacturing records were reviewed with no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.